Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through the valve on the distal end of a clearlink system continu-flo blood/solution infusion set. Once the line was primed and connected to the patient, the anesthetist attempted to inject some anesthetic agents through the valve closest to the patient. Despite the syringe being well connected nothing would go through the valve. The alternate valve was used and was working normally. There was no patient injury or medical intervention associated with this event. No additional information is available.